Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reports for code (overdelivery) for plum products is approximately .77/million sets.

Event description:
Report of intermittent overdelivery received. The institute does a variety of diagnostic testing and this pump is housed in one of the procedure rooms. Over the last 6 months, there have been approximately 2 or 3 incidents where a nurse reported that the pump did not stop at a set loading dose - it kept infusing. The pump is routinely used to deliver medications such as inocor, dobutamine, persantine with rates of 12 to 30 ml/hr and dose limits of 5 to 10ml. For each instance, a nurse was at the pt bedside and stopped the pump when noting that the dose limit had completed and the pump seemed to continue. There were no reported adverse pt effects. Specific pt info for the events was not recorded. No additional info was available.